Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A device history record review could not be conducted as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 28 complaints, regarding 34 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, airseal 8/120mm port, was being used during a robotic hysterectomy procedure on (B)(6) 2024 when it was reported, ¿doctor reported that a piece of the sound cap of the airseal 8mm port fell into the patient upon putting raytecs into the abdominal cavity. No harm to the patient because they were able to see the piece that broke off and take it out. ". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the piece was removed using a laparoscopic platypus grasper. The procedure was completed with a little extra time to retrieve the piece. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the device, ias8-120lp, airseal 8/120mm port, was being used during a robotic hysterectomy procedure on (B)(6)2024 when it was reported, ¿doctor reported that a piece of the sound cap of the airseal 8mm port fell into the patient upon putting raytecs into the abdominal cavity. No harm to the patient because they were able to see the piece that broke off and take it out. ". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the piece was removed using a laparoscopic platypus grasper. The procedure was completed with a little extra time to retrieve the piece. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.